Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the 8 mm monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover accessory was removed and replacement before the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.